Event description:
A 16 fr foley catheter was inserted during operation on 9/27/94. Twenty-four hrs later, only 4 cc of water could be extracted from the 10 cc's in the balloon, in preparation for pulling out the catheter. The catheter could not be removed. Upon direction from urologist, balloon side port was cut. Then catheter was cut. Still could not be removed. Urologist had to remove the catheter, which resulted in fragments of balloon being left in pt's bladder.